Event description:
Additional information received from the healthcare provider reports troubleshooting was performed related to the pain and neuralgia was device removal (B)(6) 2015, turned device off (B)(6) 2015 and didn't help. Placed steroid into pudendal site on (b)(\6) 2014 pocket revision. It was reported none of these things helped her pain.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-41, lot# v775141, implanted: (B)(6)2011, product type: lead. Product ID: 3889-41, lot# v775141, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers' representative reported the device removed not because of issues with the device but the leads (general nerve wire). It was causing neuralgia. The patient had a lot of pain issues and discomfort so she had it removed. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, a follow up report will be sent.